Event description:
After successfully placing a coronary artery stent in the pt's saphenous vein graft (svg), a decision was made to place another stent proximal to the first. After successfully crossing the lesion site, the sheath was retracted. However, the guide catheter was interfering with stent deployment due to position of the guide catheter in relation to the take off of the svg. In response, the physician pulled back slightly on the guide catheter, at which time, guide support was lost. The stent delivery sys was withdrawn from the pt, along with the guide wire and guide catheter. At that time, it was noted that the stent was missing. The physician determined that the stent had embolized in the pt's peripheral anatomy. A repeat ptca procedure was performed at the proximal lesion site with a 20% residual stenosis apparent. No further intervention was performed, and no further complications relative to this procedure are reported.